Manufacturer narrative:
The information received from the field states that the vena cava filter migrated in patient. The filter was removed from patient and missing barbs. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The information received from the field states that the vena cava filter migrated in patient. The filter was removed from patient and missing barbs. The product was retrieved from the patient.

Manufacturer narrative:
This file was inadvertently reported under the medical device reporting regulations, as it was unknown that this was a duplicate complaint, which was reported under MFR 9616099-2011-00449. The event was previously reported under (B)(4). MFR # 9616099-2011-00442. This file will be voided no additional follow-up will be forthcoming under this (B)(4).

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.